Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail swing arm weldment is broken and the side rail slide bracket is bent. The technician replaced the side rail and the side rail slide bracket to resolve the issue.